Event description:
The customer initially reports that a "piece broke off the instrument and fell into the pt during surgery". Surgery support supervisor later reported via telephone call that the broken tip of the needle holder was not found in the pt. An x-ray confirmed that the tip was not in the pt. There was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.